Manufacturer narrative:
The cause of the injury was operator error. The xpand plus hm operator's guide provides explicit instructions for designation of ssc segments for use with ssc tubes. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A customer was clearing a jam in the instrument caused by operator error. While removing the jamed sample cup, the customer punctured their finger on the sample probe. No stiches were required but the operator underwent biohazard exposure workup including prophylactic (B)(6) medication.